Event description:
During the procedure, it is reported that the coil was defective, and it did not detach.

Manufacturer narrative:
During the procedure, it is reported that the coil was defective, and it did not detach. Prior to connecting and during prep, the syringe and coil delivery system were not damaged. The dcs syringe was utilized to prep the device, and no damages were noted during prep. The blue zone on the syringe was not exceeded at any time during prep. During prep, a dedicated saline source was utilized to fill and prep the syringe. The syringe was connected properly to the hub of the coil delivery system. No leakage was noted at any section of the syringe (connector, extension tubing, barrel, gauge, etc) or delivery system. The connector was checked for proper seating/fitting on the delivery system hub, and nothing was wrong at the connection. The coil did not detach at the initial zone; therefore, the alternative red zone was attempted to detach the coil. After disconnecting, no damages were noted on the syringe. The syringe was not utilized to complete the procedure. It is not known if the syringe was used for other coils prior to the event or if it had exceeded the green detachment zone prior to use with this coil. A non-sterile trufill dcs orbit was received coiled inside of a plastic bag. Support coil and embolic coil were inside of the introducer. Introducer was zipped. Emboli coil was still attached to the gripper and presented no damages. Hypotube was inspected and kinks were found on it. The cause of the kinks in the hypotube and embolic coil could not be conclusively determined; however these do not appear to occur during the manufacturing process, since it was reported that there were no damages noted prior to use. Although conclusion can be made regarding the kinks, procedural or post procedural handling factors appear to have contributed to the kinks damages. Neither the gripper nor the support coil presented damages. The embolic coil was inspected under microscope and it was found kinked. The gripper presented no anomalies. The trufill dcs was purged using a lab sample trufill dcs syringe 635-001; after that, pressure was increase and the embolic coil was detached on the green zone. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 13470538 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. With review of the reported procedural information, there are no contributing factors identified. It is not known how many times the syringe had been used for detachment prior to the event or if it had been pressurized above the green zone prior to the event. The reported failure of the coil to detach was not confirmed during the functional analysis of the returned device. Therefore, no corrective actions will be taken at this time.

Manufacturer narrative:
Additional information will be submitted within 30 days.

Manufacturer narrative:
During the procedure, it is reported that the coil was defective, and it did not detach. Prior to connecting and during prep, the syringe or coil delivery system was not damaged. The dcs syringe was utilized to prep the device, and no damages were noted during prep. At any time during prep, the blue zone exceeded on either syringe. During prep, a dedicated saline source was utilized to fill and prep the syringes. The products were connected properly to the hub of the coil delivery system. No leakage was noted at any section of the syringes (connector, extension tubing, barrel, gauge, etc) or delivery system. The connector was checked for proper seating/fitting on the delivery system hub, and nothing was wrong at the connection. The coil did not detached at the initial zone; therefore, the alternative red zone was attempted to detach the coil. After disconnecting, no damages were noted on the syringe. The syringe was not utilized to complete the procedure.